Event description:
It was reported that "the pump had been working without problems on a patient, and when the therapy ended, to remove the balloon, they found that blood was into the catheter. According with the user, no alarms were heard." The (B) (6) in (B) (6) asked that the pump to be sent to the lab in (B) (6). The pump was received in the lab, and there was blood in the manifold and input tubes. A request was made for the report detailing the pump repair findings.

Manufacturer narrative:
(B) (4). Product will not be returned for evaluation.